Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and only a main coil was returned for this complaint. The interlocking arm of the coil was detached and it was not returned. The coil was found stretched and kinked. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was detached from the coil and it was not returned. Dimensional inspection of the main coil that could be measured was performed and were within specifications.

Event description:
Reportable based on device analysis completed on 05oct2020. It was reported that the coil could not be pushed. The target lesion was located in the carotid arteriovenous fistula. A 10mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could not be pushed from the distal part of the catheter after it was withdrawn once. The coil was removed with the catheter from the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was stable. However, device analysis revealed that the interlocking arm of the coil was detached.